Event description:
It was reported to philips that the system failed to start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the host pc was not able to boot up. Upon troubleshooting, the fse unplugged and plugged host pc to resolve the issue. After functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.